Event description:
It was reported that the day after implant, the atrial lead was found to have dislodged. The lead was repositioned, and remains inuse. During the repositioning procedure, the physician encountered significant difficulty in screwing in the atrial and ventricular setscrews. Eventually, the physician was able to engage the atrial setscrew, but it was no longer possible to advance the ventricular setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.